Event description:
It was reported that a pta balloon ruptured at 28 atm during the second inflation while being used to treat stenosis on the venous side of a dialysis graft in the patient's leg. The device was advanced bareback to the intended treatment site. Upon rupture, the balloon would not deflate after several attempts. The physician then cut the hub off of the pta balloon dilatation catheter and advanced a 6fx23cm introducer sheath over the dilatation catheter to the location of the balloon. The physician manipulated the sheath and was able to retract most of the balloon into the sheath. The introducer sheath and pta balloon dilatation catheter were then removed from the patient without further difficulty. After the devices were removed, imaging demonstrated suitable patency results. No patient injury.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. This is the only complaint reported to date for this lot number. The complaint sample has yet to be returned to the manufacturer for evaluation.